Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, an l2 vertebral body fracture occurred after the primary surgery. It was reported that this was the primary surgery for the l1 burst fracture on (B)(6) 2022. Although small amount of the cement leakage occurred during the surgery, postoperative patient condition was well. However, the l2 vertebral body fracture was confirmed on (B)(6) 2023. According to the surgeon, the patient was elderly and had fragile bone quality, so that the surgeon did not think it was the screw was the cause of this event. No further information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).